Event description:
The consumer reported that they had an MRI of their neck and did place the device into MRI mode but believes they had some burns from the MRI. It was later reported by the healthcare professional (hcp) that the patient had burns on their skin in the anterior chest area (not over the device) and it burns when they swallows. There was a report that the patient reported to the hcp that they feels like their chest was protruding on the right side. The patient previously had a shoulder MRI and had no issues with that MRI. Now the patient thinks that their implantable neurostimulator (ins) was faulty and that was why they were having the pains that the mris were for. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.